Event description:
The customer obtained a falsely high troponin I result on a quality control sample. Elevated results of this magnitude on a patient sample might initiate a cardiac catheterization. The sample was repeated and the result was negative. There was no report of patient harm as a reuslt of this event.